Manufacturer narrative:
Tech found that the caster would lock and hold, but would rotate if pushed on side. Replaced caster to resolve this issue. Bed located on 1st floor.

Event description:
Info received that the caster would lock and hold, but would rotate if pushed on side. No injury reported.